Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher sensor scan result compared to an unspecified reading obtained on the built-in adc meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced symptoms described as blurry vision and self-treated by administering 9 iu of rapid insulin and drank an actimel yogurt for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.